Event description:
A physician reported a certas valve (unknown ID) was implanted in (B)(6) 2022. The patient was seen for follow up on (B)(6) 2022; the ventricles were slit-like so the valve setting was increased from 1 to 3. On (B)(6) 2022 the patient was seen with shunt malfunction system. The patient was lethargic, vomiting, not eating, and not seeming himself. Imaging increased ventricles. Therefore, the valve was removed and replaced on (B)(6) 2022. Upon vp shunt revision performed: on initial incision generalized csf leakage was noted around the valve. Exploring valve site noted that the valve itself was fractured, with notable csf leaking, and appeared to be completely sheared off at siphonguard area of the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
This is a correction report on the product ID: 828814pl (crts sm il sg vlv only).

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber and a cut/tear in the silicon housing along the siphon guard as well as marks on the siphon guard were noted. The position of the cam when valve was received was setting 3. The root cause for the issue reported by the customer, is due to the damaged silicone housing, as noted in the IFU, silicone has a low cut/tear resistance.